Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. Section h. Box 6. Results code 1. This report is associated with MFR report number: 3005168196-2017-00945.

Manufacturer narrative:
Please note that this device is associated with the following field corrective action (fca): 3005168196-06-2017-014-r. Results: the separator tip of the psr3d was intact with the delivery wire. The wrapping wire was unwrapped by a penumbra investigator to reveal the core wire, and the core wire was fractured approximately 199.2 cm from the proximal end, at the proximal end of the solder joint. Conclusions: evaluation of the returned devices revealed that the ace 68 was kinked. This damage likely occurred due to forceful advancement of the ace 68 against resistance. The prolapse reported in the complaint may have also contributed to the damage observed on the ace 68. The damage observed on the ace 68 caused friction when the stainless steel mandrel was advanced through it. Further evaluation revealed that the psr3d core wire was fractured. This damage likely occurred due to forceful retraction of the psr3d through the damaged ace 68. The 3max mentioned in the complaint was not returned for evaluation. Penumbra psr3ds and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00945.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d) and a penumbra system ace 68 hi-flow kit (kit). During the procedure, the physician placed a penumbra system 3max reperfusion catheter (3max) into the patient's m1/m2 arteries and then advanced the psr3d through it. The physician then successfully retracted the psr3d down into the internal carotid artery (ica) and into the penumbra system ace 68 reperfusion catheter (ace 68). Once inside the ace 68, the physician continued to retract the psr3d through the ace 68 and shortly after, the ace 68 prolapsed or slightly buckled in the ica, which caused the psr3d to become lodged. Consequently, with continued force, the psr3d broke off inside the ace 68. Therefore, the physician removed the ace 68 containing the psr3d from the patient and successfully completed the procedure using a new ace 68 and another stent retriever. There was no report of an adverse effect to the patient.